Manufacturer narrative:
Lead model 3093-28, lot # j0537514v, implanted: (B)(6) 2005, explanted: na; extension model 3095, serial # (B)(4), implanted: (B)(6) 2005, explanted: na; programmer model 3031a, serial # (B)(4).

Event description:
It was reported that the patient got good benefit for a while, then experienced a stroke, and was no longer benefiting from the therapy. The patient met with a manufacturer representative and her hcp for reprogramming, which helped for a while, but eventually the device stopped working. It was noted that the patient no longer had stimulation turned on. Additional information has been requested, but was not available as of the date of this report.